Event description:
It was reported that during use, a 840 ventilator generated a loss communication diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer stated that after a reboot the issue was resolved.